Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device at next day predischarge device check, it was wated that the left ventricular lead was dislodged and not capturing. The lead was repositioned on (B)(6) 2019. The patient was stable before, during and post procedure.